Event description:
It was reported that a patient's head fell out of a mayfield skull clamp during a cervical spinal cord decompression. The reporter described the event as follows; "the patient's head was placed in the mayfield and the brackets that spread apart did not lock in place." The patient had not been repositioned prior to the event. Was the patient injured as a result of this event? No. The surgery was not delayed as a result of this event. Did the patient recover? Yes. Type of skull pins being used? Adult, disposable, manufacturer, lot number. Was not related to skull pins. Was a stereotaxy device also used during the procedure? No.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.